Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 4+. First clip selected xtw was implanted centrally without issue. A second clip xt was then selected to further reduce mr. After multiple grasp attempts it was decided the xt was not the correct size needed. The xt was switched to the xtw. After multiple grasp attempts with the xtw, it was deployed. After deployment, tissue damage was noticed due to the multiple grasp attempts. An additional xtw was then attempted to be implanted. After multiple grasp attempts, the mr could not be satisfactorily reduced so the xtw was removed and procedure aborted. The procedure ended with mr reduced to grade 3-4.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported positioning failure of inability to grasp the leaflets was due to clip selection. The reported patient effect of tissue injury was due to multiple grasping attempts. Tissue injury is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no treatment was provided for the tissue injury. There is no indication of a product issue with respect to manufacture, design or labeling.